Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was having issues with her insulin pump and she needed assistance clearing the low reservoir alarm from her insulin pump. Customer stated that her blood glucose was 191 mg/dl gave herself 7 units of insulin and her blood glucose dropped to 0 mg/dl. Customer stated that she went to her doctor and he changed her basal rates. No further information reported.